Manufacturer narrative:
(B)(4). This complaint for system error 2046 is not confirmed and the cause is undetermined,

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2367 (air in tubing) during drain 4 of 4 on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to cycle the power to press go to start and had the hp disconnect, then remove the cassette. The tsr advised the hp to contact the nurse. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, then a follow up MDR will be submitted.